Event description:
Hfams patch. The patient described the area as raised red rash, bruised, bleeding, torn skin, stinging & burning. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.